Manufacturer narrative:
The failure is attributed to "user error." The device was not returned for testing and evaluation. A full investigation on returned product from the same facility was previously performed resulting in two reports filed with the FDA. The catheter involved in this incident was reported as "still functioning" at the time of the last reports. Testing results are available from the previous investigations and are attached. A repair kit is available for use with this catheter and was not used. A "hemaclip" device that is not manufactured by spire biomedical was used on this catheter as well as the others previously reported. A sample of this device was received during the previous investigation. It is a semi-rigid plastic device that applies radial and axial pressure on the luers. This pressure coupled with the cleaning agent likely put undue stress on the luer, causing it to fail. The clinic was using iodine and switched to exsept plus.

Event description:
Manufacturer received a copy of medwatch report # (B)(4) via mail on (B)(4) 2009.